Event description:
A (B)(6) female patient's daughter contacted zoll customer support to report that the charger/modem was prompting that there was a problem. The pt was provided with a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charger problem) has been confirmed. As received, the charger was unable to charge a battery pack. Upon evaluation, mosfet component u9 was shorted. The cause of the charger problem is the inability to charge. The cause of the inability to charge is the shorted u9 component. The cause of the shorted u9 component is an exposed trace. The root cause of the exposed trace cannot be positively identified. No adverse event resulted from the shorted component. The pt received a replacement charger/modem.